Manufacturer narrative:
(B)(4). The event logs and data set have been received and log review is pending. A follow up report will be submitted once the investigation has been completed. The customer stated primary admin set has been discarded and is not available for failure investigation. Log review pending.

Event description:
Customer reported a secondary infused faster than intended. Customer stated "a second ivpb was started to infuse over 30 minutes, but after 15 minutes the bag was already empty and the pump was reading that 25 mls was still to infuse. We disconnected the pump from pt. New pump was obtained and all meds were restarted." When asked, the customer stated they noted back flow from the secondary into the primary. There was no pt harm and no medical intervention was required. Customer stated that no add'l event or pt info was provided by the user.